Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s): customer stated that they would not recommend. Showed negative for everything. Went to doctor later the same day and was positive for flu and covid. Not accurate and pricey.